Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed and a twisted tube in the y connector was identified together with a small space between tube and y connector due to the twisted tube. A functional test was performed, and flow of liquid was confirmed throughout the set and a leak from the y connector at the location of the twisted tube was observed. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was leaking from the y-connector. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.